Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: circuit breaker on cart broke. Probable root cause: isolation transformer malfunctions, power strip malfunctions, circuit overload, current inrush, use error. Gtin: (B)(4). Manufacture date is not known.

Event description:
It was reported the circuit broke and power shut off on the tower.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the circuit broke and power shut off on the tower.